Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: parts of the anchor in the joint of the patient. Probable root cause: design: - insufficient material strength, - anchor assembly design not strong enough to withstand impaction, - anchor geometry too blunt for effective bone penetration. Process : - anchor not manufactured to specification, - improper assembly of anchor onto inserter. Application: - hard bone, - excessive force, - incorrect angle of attack (too steep/shallow), - no pilot hole prepared in the event of hard bone, - incorrect instrumentation used to prepare pilot hole. (B)(4).

Event description:
It was reported that the anchor broke during the procedure. All broken pieces were removed and the procedure was completed sucessfully.